Manufacturer narrative:
The insulin pump was received with no button response due to lcd keypad connector unlocked. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and bleeding lcd glass.(B)(4)

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 124 mg/dl. The customer stated that the up arrow keys are not working properly. The customer could not recall any significant leading to the alarm. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.